Event description:
It was reported that during use with bd extension set microbore slide clamp(s) spin male luer lock the tubing/hub was cracked and leakage occurred. Disruption in patients treatment occurred. The following information was provided by the initial reporter: microbore tubing leaked/cracked on beginning hub. Fluid spilled on floor. Patient did not receive antibiotic in a timely manner.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-aug-2023. H.6. Investigation summary: a complaint of set breaking at the beginning of the hub causing leaking was received from the customer. A sample was returned for investigation. Through visual inspection, no damage or defect was noted on the set. The sample was attached to a syringe and primed with water. No leakage was noted, but bubbles in the tubing were noted during priming. The sample was inspected under a microscope, and a crack was noted in the maxzero. A device history record review could not be performed on model me2020 because the lot number is unknown. The manufacturing plant was notified of this defect, and it was determined that due to the defect being found during use, a root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd extension set microbore slide clamp(s) spin male luer lock the tubing/hub was cracked and leakage occurred. Disruption in patients treatment occurred. The following information was provided by the initial reporter: microbore tubing leaked/cracked on beginning hub. Fluid spilled on floor. Patient did not receive antibiotic in a timely manner.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.